Event description:
Recent reports of cracks and leaks of this stated product while in pts. Potential for pt harm with air embolus. No adverse pt reports noted at this time. Only one set saved and returned to MFR. Cracked and leaked. Snapped off and left open to air. During a code 33, guidewire snapped in half. Product not saved.